Event description:
During the procedure, the transseptal needle punctured through the introducer while inserted into the patient. Initially it was noted that difficulty was encountered while inserting the needle through the introducer. A stylet was not used with the needle. A new needle was used, but the same issue occurred. The introducer was then removed from the patient and a puncture was noted. The introducer was replaced and the procedure was able to be continued and completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8f fast-cath introducer sheath and dilator were received for evaluation. The dilator and sheath were flushed with fluid and the dilator was inserted into the sheath. A brk needle/stylet assembly from current inventory was inserted and successfully advanced through the entire length of the dilator/sheath assembly with no resistance or functional anomalies noted. The damage is consistent with a failure to use a stylet/similar component during needle insertion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the needle insertion difficulty and perforation is consistent with not following the instructions for use.

Manufacturer narrative:
Additional information: b5.

Event description:
During the procedure, the transseptal needle punctured through the introducer while inserted into the patient. Initially it was noted that difficulty was encountered while inserting the needle through the introducer. A stylet was not used with the needle and the needle was pre-shaped. A new needle was used, but the same issue occurred. The introducer was then removed from the patient and a puncture was noted. The introducer was replaced and the procedure was able to be continued and completed with no adverse consequences to the patient.